Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The surgical pattie (ID 245404) was returned for evaluation. Device history record (DHR) ¿ the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - all welds were found to be acceptable. Recorded weld settings in the product traveler were found to be within specifications. All pull test records were observed to be passing. The complaint could not be verified through failure analysis. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a

Manufacturer narrative:
The surgical patty (ID 245404) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a potential cause of the reported failure may be related to the string weld process, during production. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was closed in (B)(6) 2024 for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count. Actions were implemented to minimize the issues above.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a neuro surgical patty (ID 245404) was easily pulled off the string before the procedure. The entire pack was isolated and removed from the operative room (or). No patient injury reported, and the event did not lead to surgical delay.